Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid.section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660, (serial: unknown); product type: 0191-extension; brand name activa; product ID 3708660, (serial: unknown); product type: 0191-extension; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an explant of their unilateral right implantable pulse generator (ipg) and distal portion extension wires in (B)(6) 2018 with a reimplant in (B)(6) 2018. No other information was provided.